Event description:
It was reported that the tubes were discovered stained/dotted prior to use. No patient injury was reported.

Event description:
Additional information was received which stated the issue was discovered prior to use.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product samples were received for evaluation. Visual inspection was performed. Visual inspection found white particles/powder. The powder was found to be caused by resin which is used for cuff blow molding process. This resin is purchased material so an internal scar was opened and an internal ncr was performed. Supplier found that a certain component of the plasticizer had increased to a level that made it less compatible with pvc and therefore could migrate to the surface as a powder or residue. While the component level was within our plasticizer supplier's specification, our supplier agreed that the level was higher than in past years. Plasticizer specification was tightened to a level which prevents this migration issue. The root cause of the reported issue was found to be a supplier manufacturing issue. Additional event information received indicating issue found prior to use.